Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer serum blood collection tubes the stopper creeps. This occurred on 1,000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: cap loose.